Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the aspiration failed and the console displayed occlusion during a cataract procedure. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.